Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 130 mg/dl. Customer's mother stated the customer fell into the snow and a blank display occurred after. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. Unit had minor scratched display window, cracked case at display window corners, battery tube threads and cracked reservoir tube lip.